Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was to treat a fistula following a sleeve operation in the lower esophagus through the cardia and into the stomach. No issues were noted to the device during the initial stent placement procedure. On (B)(6) 2012, it was discovered that the covering of the stent had dissolved. Tissue ingrowth was noted through the stent. The stent was removed successfully without issues. A second ultraflex esophageal covered stent was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A deployed stent only was received for analysis. A visual examination of the returned device found that a piece of the stent cover measuring approximately 40x50mm had detached from the stent. In addition, the stent cover had numerous tears along its length. A piece of the stent cover measuring approximately 20mm in length was still partially attached near the middle of the stent and was severely damaged. Tissue ingrowth/overgrowth was present in small areas throughout the length of the stent. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the reported batch. A labeling review was performed and, from the information available, the device was not used per the directions for use (dfu) / product label. The dfu state "the ultraflex covered and uncovered esophageal and esophageal ng stent system are intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex covered esophageal and the esophageal ng stent system are also both indicated for occlusion of concurrent esophageal fistula." However, according to the complainant, the device was used to treat a fistula following a sleeve operation. Therefore, the most probable root cause classification is user/use error.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was to treat a fistula following a sleeve operation in the lower esophagus through the cardia and into the stomach. No issues were noted to the device during the initial stent placement procedure. On (B)(6), 2012, it was discovered that the covering of the stent had dissolved. Tissue ingrowth was noted through the stent. The stent was removed successfully without issues. A second ultraflex esophageal covered stent was implanted. There were no patient complications reported as a result of this event.